Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced swollen penis and testicles coincident with peritoneal dialysis (pd) therapy. The cause of the swollen penis and testicles was unknown. On an unreported date, the patient was hospitalized for the reported events. The caregiver reported that the treatment for the swollen penis and testicles was that the strengths of the pd solutions were changed temporarily. The swelling of the penis and testicles resolved after a week. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). A review of the device service history revealed no previous service events related to the reported problem. Furthermore, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a follow-up will be submitted.